Event description:
The doctor tested the shunt on the table and everything was okay. He inserted the shunt into the patient and everything still was working okay. After 5 minutes he realized that in the internal carotid there was no flow. He tried to remove the shunt, but he could not deflate the balloon. He had to pull with some force to remove the shunt without creating any injury to the patient. No patient injury happened due to this incident.

Manufacturer narrative:
We have not received the complaint device for evaluation and were not able to verify the failure. The root causes of the failure remains inconclusive. However, we have initiated a corrective action to investigate potential root causes of this issue. Our lot history records review did not reveal any discrepancies related to the complaint event either during the manufacturing or packaging processes. All manufacturing and qc steps were completed in accordance to manufacturing instructions and we have not received any other complaints for devices from the same lot. Please note no patient injuries happened due to this incident.